Event description:
The user from user facility reported that the bits would dislodge when the device was turned on, during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.